Event description:
It was reported that the customer had high blood glucose levels of over 400 mg/dl. The customer reported being hospitalized on (B)(6) 2014 due to diabetes ketoacidosis. The customer indicated having symptoms consistent with high blood glucose levels including vomiting, face was red and dry skin. The customer treated with saline intravenously, was given potassium chloride and programmed a bolus from the insulin pump. The customer reported that the sensor of the insulin pump had already ended and was not able to alert the customer to the high blood glucose levels. The customer also reported an issue with removing the battery cap of the insulin pump. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.